Event description:
Customer reported system monitor shuts down. No pt injury reported.

Manufacturer narrative:
Gehc surgery personnel performed powerware 5115 ups function checks. Auto cycled system 10 times and system is working as intended. Inspected external and internal video cables. No problem found with cables.